Event description:
Burns at bottom of both feet caused big blisters. Burned and injured tissues at middle part of the sole of both feet big, deep crack / wound at right sole. Diagnosed as suffering from neuropathy due to damaged tissues/nerves other serious injuries and problems including nerve pains, etc.